Event description:
It was reported that a patient's stimulation therapy never provided pain relief. Many patient symptoms were reported. The patient had pain with bowel movements, "throbbing" pain in the lower back, sharp pain through left back hip/buttocks area, cramps in the right foot and calf, pain in right groin area, pain in both hips, difficulty walking distances longer than a few yards due to pain, "poking" sensation on top of right foot and toes and ankle, right foot and leg was numb and tingling, and "hurting" down the back of the left leg while walking. It was stated that the patient felt the stimulation around the anus, groin area, and inside both legs to the knees. If the patient turned up the stimulation to get sensation in her lower back, she could feel a strong stimulation sensation in her stomach, groin, and anal regions. The patient felt as though she was "getting beat up from the inside." The patient needed the stimulation to be in both hips and outside the right leg, and was not getting stimulation in these areas. It was noted that the lead location may be the problem. Approximately 4 months later it was reported that the patient had their stimulation system explanted and a different therapy system was implanted. No further information about this event reported.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).